Event description:
Patient needed a chest tube placed in left chest. Provider was injecting local anesthetic and the needle broke off into the subcutaneous chest wall tissue. Unable to retrieve the needle. Patient then taken into the operating room. Additional information received 11/08/2022: patient was taken to the or (operating room) from the ed (emergency department). The needle had moved 3 to 4 inches from the original insertion site. Needle was obtained using imaging (2 plain). Patient was not harmed any further from this event. Patient ultimately had the needle removed and the chest tube placed while in the or where she was then transferred to a higher level of care.

Manufacturer narrative:
Initial investigation report attached is on retained samples by the manufacturer. Awaiting unused samples to be returned by the end user to perform final investigation.

Manufacturer narrative:
Initial investigation report attached is on retained samples by the manufacturer. Awaiting unused samples to be returned by the end user to perform final investigation. On 02/09/2023: final investigation report attached is on returned unused samples from the customer. Actual used sample was discarded.

Event description:
Patient needed a chest tube placed in left chest. Provider was injecting local anesthetic and the needle broke off into the subcutaneous chest wall tissue. Unable to retrieve the needle. Patient then taken into the operating room. Additional information received on 11/08/2022: patient was taken to the or (operating room) from the ed (emergency department). The needle had moved 3 to 4 inches from the original insertion site. Needle was obtained using imaging (2 plain). Patient was not harmed any further from this event. Patient ultimately had the needle removed and the chest tube placed while in the or where she was then transferred to a higher level of care.